Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:43:58. During night drain cycle four, the patient's ultrafiltration reading was 1093ml, indicating the home patient (hp) drained 1093ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv was not confirmed in the device's event log. Review of the event log revealed the cycle four drain was completed on (B)(6) 2011 at 07:58 and the user's actual drain volume during cycle four was 2384 ml. The user had a partial fill of 1290ml and the actual drain volume of 2384ml is 159% of largest prescribed fill volume (lpfv) of 1500ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.